Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the image cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, our technician confirmed that the insertion flexible tube coating damage, the insertion flexible tube leak, the objective lens dirty, the distal body worn out, the angulation down angulation decrease, the angulation right angulation decrease, the angulation up angulation decrease, the air nozzle missing glue, and the water nozzle missing glue; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 image failure" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).